Manufacturer narrative:
It was reported that follow up 1 was missing, therefore this reports is being submitted as follow up 1 upon request.

Event description:
A peritoneal dialysis (pd) patient's mother reported the patient was in rehab and stated the patient was currently in the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized for hyperglycemia on an unspecified date in november. She was not able to confirm that the hyperglycemia was due to diabetes management and not contributed to by the glucose in the pd solution. She also reported that the patient had been very sick for the past three months with peripheral vascular disease that affected his toes, fingers and penis. The patient decided to stop pd treatment on (B)(6) 2016 as a plan was made for him to enter hospice care. Medical records were requested.

Manufacturer narrative:
(B)(4) - the clinical investigation of this report concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in the technique or biofilm on the peritoneal dialysis catheter. The peritonitis was likely related to the diverticulitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called to report that while he was in drain 1, he noticed that his effluent was very cloudy. Upon follow up it was determined that the patient was hospitalized for diverticulitis and a peritonitis infection from (B)(6) 2016. Upon additional follow up with the patient's pd nurse it was alleged that the peritonitis infection was caused by diverticulitis. According to the pd nurse the patient was recovering.